Manufacturer narrative:
Product event summary # damaged instrument, damaged powerease. Other relevant device(s) are: product ID: 9 734335, serial/lot #: (B)(4). Analysis found mechanical force or wear. If information is provided in the future, a supplemental report will be issued.

Event description:
Manufacturer reported the powerease was damaged.